Event description:
It was reported that an ilet user experienced high blood glucose of 339 mg/dl after forgetting to announce a meal, and the pump was administering insulin with advice to allow the system to correct. The event involved user procedure and user interface factors. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included a missed dose and no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.